Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the user was unable to set the ventilator to deliver fio2 above 65%. The customer reported the unit was in use on patient, but there is no patient harm.